Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Extended investigation was also performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found and all processes were effective. No further investigation required.

Event description:
Customer reported experiencing itching at the sensor site while wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional who prescribed an unspecified medication for treatment which the customer had not yet picked up for use. Customer also purchased cavilon barrier spray. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing itching at the sensor site while wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional who prescribed an unspecified medication for treatment which the customer had not yet picked up for use. Customer also purchased cavilon barrier spray. There was no report of death or permanent injury associated with this event.